Event description:
Per provider house fire destroyed bed, mattress system, rails, and trapeze . (B)(6) rp has not received report. Not aware what caused fire. (B)(6) rep will notify invacare if a medical product was the cause. (B)(6) rep not aware of the date of fire.